Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing high blood glucose of 596 mg/dl. Customer reported of having high blood glucose with one infusion set and was bleeding at site with another. Customer declined troubleshooting for high blood glucose stating that high blood glucose was due to the infusion set. Infusion sets would be replaced.